Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error message and physical damage. No patient involvement reported.

Manufacturer narrative:
Device evaluated, visual inspection performed and found chipped top case corners and cracked down left side, cracked bottom case. In the event history log there was a primary audible alarm post. Power up process, audio test, occlusion test were performed; the reported issue could not be duplicated. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.